Event description:
The issue occurred at the beginning of an unspecified therapeutic procedure, and the patient was under general anesthesia. There was a delay in the procedure but the delay time could not be confirmed. The subject device had a leak test prior to the procedure. The intended procedure was completed with unspecified devices.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit damaged, cable lg (light guide) bundle damaged and component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was caused by a component failure of the r-unit and the universal cable (cable lg bundle damaged). The most likely cause of the complaint was cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a dark image. There were no reports of patient harm associated with this event.